Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "clinical predictors of fidelis lead failure: report from (B)(6)." Circulation. March 13 2012;125(10):1217-1225.

Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: patient death, inappropriate shocks, oversensing/noise, no pacing, infection, impedance increase, and lead "failure." However, there is no direct correlation between the deaths and the lead mentioned in the article. The lead status is unknown.